Manufacturer narrative:
Corrected data: nmpa ae monitoring system added as an additional report source in section g2.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic to have their entire implantable cardioverter defibrillator (ICD) system explanted due to an unspecified infection. The patient was stable throughout the procedure.